Event description:
It was reported to boston scientific corporation on april 28, 2009, that a maxforce biliary balloon dilatation catheter was used during a stone removal procedure performed on (B)(6) 2009. According to the complainant, during the procedure, while attempting to inflate, the balloon would not expand. After removing the balloon, the site identified that it had ruptured. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).